Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer kept failing and could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2.2 was failed. A field service engineer (fse) identified that the inseparable was not closing. Fse then removed the inseparable, replaced the plunger and spring in both the drawers and adjusted the latch stop. Fse then verified the latch sensor, performed hardware test application and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.